Manufacturer narrative:
The target lesion for the index procedure was the proximal lad. The lesion was reported to be: restenotic, type b2, 80% occluded, 3.2mm in diameter, 8mm in length, moderately tortuous, concentric and with little or no calcification or thrombus present. The lesion was pre-dilated with a 3.5x 15 mm balloon at 12 atm. The cypher 3.5 x 13mm stent was implanted at 12 atm. The stent was post-dilated due to under-expansion with a 4.0 x 12 mm balloon at 16 atm. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A follow-up phone contact with the pt at the one-month period revealed the pt was asymptomatic. Please note that device (lot #13205131) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR. Report #3003742446-2007-00346 and #9616099-2007-01673.

Event description:
The report received from the e-select database indicated that the pt was found to have two-vessel (2) disease and one (1) lesion was treated during the index procedure. A staged procedure was not planned. The indication for the index procedure was unstable angina. A cypher select plus 3.5x 13 mm stent was implanted at 12 atm without any complication or device deviation in the proximal left anterior descending (lad) coronary artery. The stent was placed to treat a reported proliferative in-stent-restenosis (isr) and beyond of a previously implanted unk cypher stent that was implanted approx one (1) year earlier. No additional information was available regarding this procedure. An adverse event (ae) of angina pectoris was reported post-procedure. The event severity was reported to be moderate and the event was not a serious ae (sae). The event was reported to be unrelated to the study device and probably related to the study procedure. The event outcome was reported to be complete and was resolved without sequel. The cardiac enzymes were noted to be elevated post-procedure. The pt was discharged 5 days after the procedure.